Event description:
On (B)(4) 2012 the pt reported noticing that the pad of the infusion set headset is wet with insulin on several occasions and her blood glucose has elevated to 300 mg/dl. Her normal blood glucose range is 109-170 mg/dl. She stated she rotates her infusion sites clockwise around her abdomen every 3-5 days. She was educated on the proper usage of the headset. She stated that the headsets do not appear to be damaged and the cannula is not coming out of her body. She stated that the leakage occurs during larger boluses and that insulin may be leaking out of her body, but she believes the headset is leaking. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion sets were replaced. Product was not available to be returned for eval.